Event description:
Reporting status: malfunction. Reporting rationale: balloon is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion had no tortuosity had mild calcification and a 99% stenosis. After a guide wire crossed the lesion, pre-dilatation was performed. Then, the 2.0-15 mm voyager rx balloon catheter was advanced and inflated for the first time but the balloon ruptured at 6 atm. The procedure was continued using another company's balloon catheter of the same size. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident. Balloon ruptures can be affected by balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The lesion was mildly calcified and 99% stenosed, which may have contributed to the difficulties experienced. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or the calcified lesion, such that, the balloon ruptured upon the first inflation during the procedure. A definitive cause for the balloon rupture cannot be determined.